Event description:
I used fixodent in 1988 until present. While I was using fixodent, I began experiencing tingling, numbness, itching and nerve problems in my extremities. In 2009, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had high levels of zinc and low levels of copper in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: 1988 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.